Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with sweets. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was normal and the patient properly completed the prime/rewind process. Customer performed the displacement test and passed. Customer was advised to follow up with their healthcare provider in regards to their low blood glucose levels. Customer was advised to monitor their low blood glucose levels, monitor the insulin pump and call back if issues persist.